Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 1.7 mg/day), compounded baclofen (966 mcg/ml at 173 mcg/day), and bupivacaine (2 mg/ml at 0.3 mg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient¿s pump had eroded through the skin and the patient had to have a revision (see manufacturer¿s report # 3004209178-2016-25235). During the procedure on (B)(6) 2016 the healthcare professional (hcp) performing the surgery was going to hook up the existing 8780 model catheter to the new pump. The new pump was implanted in the breast tissue as the patient had a mastectomy in the past. The hcp had cut the existing 8780 model catheter so he could perform the revision. As the hcp was preparing for the revision, he tried to look for the existing 8780 model catheter that he had cut so he could connect it to the new pump, but instead pulled out an old piece of an 8709 model catheter that had been left implanted at a previous revision. Since there was still good csf (cerebrospinal fluid) flow with the old 8709 model catheter, the hcp decided to connect the new pump to the 8709 model catheter. The existing 8780 model catheter he had originally cut was not occluded and csf was still flowing. Because the 8709 model catheter was an old catheter, they did not know the length of the catheter. They got the length from the managing hcp from an old report and used that to estimate a priming volume for the catheter. The hcp requested 5 cm (it was noted there was no specific reason for using that number). On (B)(6) 2016 the patient went into full baclofen withdrawal. The patient had tachycardia and ¿had to be coded.¿ the reporter did not think that the patient had gone into arrest. The patient was put on ativan. Their concern was that since they did not know if they primed the full catheter it might have been related to the patient¿s withdrawal. On (B)(6) 2016 it was calculated that it would take approximately 1.5 hours for 5 cm to prime. On (B)(6) 2016 a 50 mcg bolus was delivered. The patient was reported to be stable and appeared to be receiving appropriate baclofen therapy. There had been no additional interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.